Event description:
Report 1 of 3 received of leakage and bleed back. It was reported that the monitoring kit was connected to an arterial line of an unspecified access site of a pt undergoing an unspecified surgical procedure. The pt's body was covered during an intraoperative MRI and it was reported that the arterial line was not accessible. It was reported that blood backed up and into the 300mm/hg pressurized intravenous flush bag. Upon completion of the procedure, leakage and "some blood loss" was noted around the area of the stopcock distal to the transducer of the monitoring kit. The monitoring kit was exchanged for a trifurcated monitoring kit, which reportedly worked fine. It was reported that the pt was fine and did not require lab work or a blood transfusion. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.